Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 5866 implantable lead adaptor (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008; unk implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during a routine device changeout, the right ventricular (rv) high voltage and the left ventricular (lv) pacing impedances were out of range. The lv pacing configuration was changed and the impedance was normal. The rv lead was tested separately and found to be acceptable. It was found that the rv lead was not seated properly in the device and therefore did not have a proper connection. The device remains in use. No patient complications have been reported as a result of this event.